Manufacturer narrative:
Vyaire file identification: (B)(4). Device evaluated by MFR: the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device was not returned.

Event description:
It was reported to vyaire medical that a motor fault error has occurred on the vela ventilator. It was stated that there was no light on the motor board. There is no information of patient involvement associated with the event as of this time.